Event description:
It was reported that the micro sagittal saw was leaking a grease-like substance from the collar. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received by the manufacturer. A follow-up report will be filed when the device has been received and a quality investigation has been completed.